Event description:
Upon follow up, it was confirmed that the patient had his pd catheter replaced. The patient did not complete treatment on the day of the reported event nor the next day. The patient recovered from the catheter replacement and is currently using the cycler to complete treatments without further issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).